Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of over 400 mg/dl and over 600 mg/dl. The customer stated that they experienced different blood glucose value of 130 mg/dl. The customer was treated with manual injection customer did not provide details regarding symptoms of their high blood glucose episodes. The customer stated that infusion set had bent cannula. Troubleshooting was not performed for high blood glucose level. The insulin pump will not be returned for analysis.